Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that iui pins were corroded. There was no information on patient involvement.

Event description:
It was reported by customer that iui pins were corroded. There was no information on patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a,g,b,c codes and manufacturer narrative. Investigation summary: the reported issue of the inter unit interface (iui) pin corrosion could not be physically confirmed, due to the lack of devices. External and internal inspection were not performed since the devices were not returned for this investigation. Review of the picture sent by the customer showed corrosion on multiple pins of the pcu¿s female inter unit interface (iui) connector and some damage to a few folded pins. Log analysis and testing could not be performed due to the absence of returned devices and associated logs required for investigation. The alaris system user manual (v12.1) provides information on inspecting iui connectors for the presence of damage and contamination before each usage. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the inter unit interface (iui) pin corrosion was not determined; however, a probable cause is exposure to chemicals other than 70% isopropyl alcohol and a rough treatment on the device. Note that this report lists imdrf annex a0401, g02017, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.